Event description:
It was reported that the patient presented with a backup batter (ebb) fault that began last night. The patient had had the same issue 3 times prior on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. It was decided to change out their primary system controller at this time. Log files were sent for review. The event log file captured ebb faults starting (B)(6) 2025 at 1300 and occurring intermittently throughout the log file. It appeared that the ebb failed the load-test resulting in these faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 03aug2025 ¿ 04aug2025 was reviewed. In the data reviewed, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm resolved when the backup battery load test was reattempted, and the backup battery passed. The driveline was disconnected, consistent with the reported controller exchange. The alarm did prevent the controller from supporting the controller as intended while the driveline was connected. No other notable events were observed in the data reviewed. The backup battery was functionally tested and passed without issue. When load tests were performed, the backup battery passed, and the reported event was not able to be reproduced. Attempts were made to obtain additional event information, but no response was received. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Inspection of the backup battery ribbon cable connector and the backup battery connector pins with a blacklight revealed that grease was not applied; this is consistent with the system controller being manufactured prior to the implementation of the CAPA. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of CAPA 116200. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.